Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device did not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The wiring of the pack was not damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during surgery the device was not turning on. There was no patient impact or delay. There were no reports of inadequate saline bag placement. During product evaluation it was discovered that the battery leaked electrolyte. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.